Event description:
It was reported that a pt's device has migrated upwards. The generator was sutured down, and there are no reports of pt manipulation or trauma. The pt is being referred to a cosmetic surgeon to have the device repositioned. Good faith attempts to obtain additional information from the implanting surgeon have been unsuccessful to date.